Manufacturer narrative:
The tech replaced the detent assembly to resolve the issue.

Event description:
Tech alleged that the brakes were not holding in place due to a broken detent assembly. No pt impact.